Manufacturer narrative:
The insulin pump was received with a constant tone and frozen display due to faulty component on the mother board; after replacing the faulty component confirmed intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. The insulin pump also alarmed a21 after battery change due to faulty component on the interface board. The time and date was monitored for 30 days, no gain in time noted. No a13 alarms or a20 alarms noted. The insulin pump had cracked case at the display window corners, case at the reservoir tube window corners, cracked battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother called to report that the insulin pump alarmed internal clock comparison error and watchdog timeout. The caller tried inserting 2 new batteries to no avail. The customer's blood glucose reading was 117 mg/dl. The caller was unable to rewind the insulin pump due to an unexpected restart alarm. Caller was unable to clear the alarm and stated the buttons were unresponsive, the screen froze, and the numbers were scrolling. Caller took the battery out because the device was alarming and vibrating. The customer also had an issue with the time advancing on the screen. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was informed that the device would be replaced, and to return their device for analysis.